Manufacturer narrative:
Evaluation: the following loose items were returned to datascope; (1) system 90 extender tubing (1) angiographic needle (1) 3-way stopcock (1) membrane retainer (1) luer lock cap visual examination revealed traces of dried blood on the angiographic needle and extender tubing. No other components were returned to datascope. Probalbe cause of difficulty: based on what was returned to datascope for evaluation, it was not possible to verify the reported problem. Datascope's shipping records indicate that a complete intra-aortic balloon catheter with accessories was shipped to the facility on 11/4/96. Unfortunately, it is not possible to determine the true nature of this reported incident.

Event description:
On 2/12/97, the following info was reported to datascope: the insertion kit was not fully assembled. A second kit was opened and used.